Event description:
Surgeon reported in his letter that the nail is broken once more.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.